Manufacturer narrative:
(B)(4). Method: the complaint rt219 bi-level/CPAP breathing circuit was not returned to fisher & paykel healthcare for investigation. Several attempts were made to contact the customer for further information, however no response was received. Conclusion: the complaint breathing circuit was used in conjunction with a non-f&p mask. Without the return of the complaint breathing circuit we are unable to determine if it caused or contributed to the reported event. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the respironics performatrak bipap mask detached from the rt219 bi-level/CPAP breathing circuit. No patient consequence was reported.